Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the patient did not have dopplerable pulses on their right side. The staff reduced the vasodilators to 1.2 units/hr and increased pressures from 69/54 (58) to 121/73 (89). The resolution for this issue is unknown. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Per the results of the medical review "use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical".

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.